Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket tip of the device detached upon an attempt at capturing an irregular shaped stone. The physician did not make any attempts at retrieving the tip. The basket was removed without incident and the procedure was rescheduled for the following day to remove the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)